Event description:
Customer alleged discrepant back-to-back blood glucose results of 104 mg/dl and 194 mg/dl on the advantage system compared to 54 mg/dl on a professional meter when tests were performed within 10 minutes. Customer reported symptoms of low blood glucose. Customer drank orange juice and took sugar tablets and felt better. A request was made for the return of the suspect device and replacement product was sent.